Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient previously implanted with a screw in an unknown spinal therapy for an unknown spinal indication. It was reported that screw pulled out (came out). The patient had difficulty swallowing postoperatively. The screw was partially exp lanted. The screw may need to be replaced. No further complications were reported/ anticipated.

Manufacturer narrative:
H6: the device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.